Event description:
It was reported that an ilet displayed alert 41 indicating an insulin shaft rewind error during tubing fill, the alert persisted after multiple restarts, and the device was replaced; this aligns with a failure to infuse associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified, consistent with a failure to infuse linked to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.